Manufacturer narrative:
B2201 biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown.

Event description:
Patient reported "hardness and pain in right side breast", "breast swelled up. Turns out it was a secombre sack of fluid and was drained." "Fluid was drained from the breast and sent for analysis however the test for bia_alcl returned negative." "Scans revealed capsular contracture (unknown baker grade)" and ¿recall list for breast cancer links. Terrifies me¿. This relates to the right side. Device remains implanted.

Event description:
Patient reported "hardness and pain in right side breast", "breast swelled up. Turns out it was a secombre sack of fluid and was drained." "Fluid was drained from the breast and sent for analysis however the test for bia_alcl returned negative." "Scans revealed capsular contracture (unknown baker grade)" and ¿recall list for breast cancer links. Terrifies me¿. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Continued: (B)(4) biopsy. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade unknown

Event description:
Patient reported "hardness and pain in right side breast", "breast swelled up. Turns out it was a secombre sack of fluid and was drained.", "fluid was drained from the breast and sent for analysis however the test for bia_alcl returned negative.", " scans revealed capsular contracture (unknown baker grade)" and ¿recall list for breast cancer links¿terrifies me¿. This relates to the right side. Device remains implanted.